Event description:
Patient revised to address pain. Found a 39mm head articulating with a 46mm shell during revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.